Event description:
It was reported that the patient's stimulation was turning on and off. The patient underwent reprogramming and had his programmer replaced and was still experiencing problems with the system. It was suggested that "the wiring may be in the wrong plug"; the off button was turning the device on. It was stated that the patient will have surgery to fix the problem. The patient outcome is unknown. Further information is being requested from the hcp.